Event description:
Triple lumen catheter inserted into left inguinal area. 5 hours later it was determined that guide wire had not been removed and that tip of wire was in right jugular. Necessitated surgical removal.